Event description:
It was reported the c10-3v transducer had a hole in the lens with exposed electronics. This was associated with an affiniti 70 ultrasound system. This was found outside of patient use, there was no patient or user harm associated with this event. The service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.